Manufacturer narrative:
(B)(4). A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the reporter a clinical trial was conducted and a patient underwent a partial resection of a bent mesh procedure due to the unbearable pain. It was also reported that the patient needed continuous medication before the procedure due to the pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. A review of the device history record has been performed. This review confirmed tha this lot of products was reviewed and released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the product complaints database which is monitored for similar occurrences.

Manufacturer narrative:
Reference number: (B)(4). See reference numbers (B)(4) for other two cases involving chronic pain. Literature reference - http://rd.springer.com/article/10.1007/s10029-014-1316-7/fulltext.html (B)(4).

Event description:
According to the reporter, a randomized clinical trial was carried out. The study was done between september 2008 and october 2010, with a total number of 94 patients included. 89 patients were included in the study results comprised of individuals presenting with primary bilateral inguinal hernia, older than 17 years of age and with non-complicated hernia. There were 87 males and 2 females. The mean age was 55.7 years +/- 12.27 years. The anesthetic procedure used in all cases was regional anesthesia. The medium follow-up was 18.2 +/- 7.2 months. In this case, the patient suffered with chronic inguinal pain. The postoperative evolution was optimal with good analgesic control. The doctor indicated, during follow-up regarding the event, that the mesh was one of many factors that affected the adverse event. No further information has been provided.